Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the rota burr got stuck with the rotawire. A rotapro and rotawire drive were selected for use. During the procedure, the rotapro and rotawire became stuck together and were removed simultaneously. The removal difficulty occurred due to a kink observed in the rotawire. The procedure was completed using another of the same device. There were no patient complications.